Manufacturer narrative:
The reported event of an impedance anomaly was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator was noted to have high defibrillation impedance. The device was not used and another device was used to complete the procedure. The patient was stable throughout.